Event description:
The event involved a tego connector. It was reported elevated pressure in the venous lumen during flow back and infusion. Without connector present, lumen was permeable. The event occurred during use with a patient, however there was no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.